Manufacturer narrative:
No product is being returned for evaluation; therefore, no determination could be made for the reported device failure.

Event description:
During a slap repair procedure, the anchors broke. The surgeon pre-drilled and when pounding the anchor in, it broke in half. Surgeon drilled a new hole and put a second anchor in, but when the inserter was removed the suture came out with it. The top of second anchor was noted to be broken at the eyelet. Sale rep. Stated that a fifteen minute delay took place to remove the broken bioraptors. The repair was completed with the use of a competitor's device. Spoke with the sales rep. About the storage of the implant and he stated that the device was stored in his vehicle overnight and used within an hour of arriving at the facility. No patient injury or complciations resulted.